Event description:
A nurse reported that when showing a patient how to do a blood glucose test, she grazed her thumb on the used lancet while trying to pull the cap off. The nurse found that the cap was very stiff to remove. The nurse was given a blood test. There was no results available at this time. The lancing device has been requested for return.

Manufacturer narrative:
The lancing device has been requested for investigation. A follow-up report will be filed once investigation results are available.